Event description:
Resolution clip was to be placed on emr site to prevent bleed. Tech closed and deployed clip but clip would not close entirely or deploy. Scope had to be withdrawn entirely from patient in order for clip to be manually removed from tip before being able to come out from working channel.